Manufacturer narrative:
The device was evaluated by a service engineer (se) and it was reported that no abnormalities were observed in the pressure waveforms or the ventilation volume. The se reported that multiple occurrences were recorded for an "oxygen not available" (diagnostic code: 1208), in the event log. The se replaced the solenoid oxygen valve as recurrence preventive action. A follow up was performed with the key market (km), and the responder reported that the "patient disconnect" that was observed, was a normal behavior as the circuit was disconnected. No actions were required for the alarm.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm that was not matching the pressure wave form, and an abnormal value of ventilation was observed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed an alarm that was not matching the pressure wave form, and an abnormal value of ventilation was observed. It was then reported that resistance was detected in the waveform, even when fully opened; and spontaneous breathing was not detected when tested with a test lung. Although the name of the alarm was unclear, it was reported that an "oxygen not available" and "patient disconnect" alarm were observed while the device was fully opened in a running verification. It was then reported that the ventilation volume was detected (values were not recorded). No alarms were present when a test lung was attached, and the trigger did not rise during spontaneous breathing reproduction.